Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with posterior leaflet prolapse and a dilated left atrium. The first clip was implanted with no reported issue. To further reduce mr, a second clip was implanted lateral to the first clip. Against the recommendation, the physician decided to implant a third clip for further stabilization due to the huge prolapse. During grasping, the clip got entangled with the second clip, which led to single leaflet device attachment (slda) of the second clip, detaching from the anterior leaflet. The third clip was implanted to stabilize the second clip. Mr was reduced to grade 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural conditions. The reported incomplete coaptation associated with single leaflet device attachment (slda) was due to the reported device damaged by another device. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.